Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach was further described as the patient did not wear a mask. The peritonitis was manifested by cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin (1g, intraperitoneally, frequency and duration not reported) for peritonitis. Two days after hospitalization, the patient was discharged. The patient was retrained on proper aseptic technique. At the time of this report, vancomycin treatment was ongoing and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.